Manufacturer narrative:
No patient information provided.

Event description:
Caller reports patient tested 1.2 inr on the coaguchek xs and 2.19 inr on a comparison laboratory. No adverse event reported. No treatment given based on the device result. Requested return of suspect system and replacement sent.